Manufacturer narrative:
The device in question was not returned to the manufacturer. A device history record (DHR) review was performed, as the batch/lot number was known. The DHR review confirmed that this device met all material, assembly and performance specifications. Requests for additional information revealed that the small portion seen in the hub was not a broken piece of the coil. Based on the information known at this time, the user's complaint could not be confirmed. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device(s) are returned or if further significant information is found, a supplemental report will follow.

Event description:
The patient presented with a basilar trunk aneurysm, and a ruptured aneurysm on the right posterior artery treated with no incidents. During the procedure, once the excelsior 1018 microcatheter was in place after treating both aneurysms, the tip went out of the aneurysm. As a result of this, the last coil (MFR. Report # 6000078-2005-00215) was not released until the microcatheter was in the right place. It was at that point that the physician noticed that the coil was out at the very tip and a small portion was seen through the hub of the microcatheter. This portion was collected and sterilized. No complications were reported to have occurred with the patient as a result of this event.